Manufacturer narrative:
Investigation: the rika device was checked out at the customer site, the service technician performed successful autotests, cca testing and a fluid test. The results found the device was operating as intended. There are no recalls on either bottle lot number or separation set lot number. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor completed a full donation on (B)(6) 2025. Following the collection of the full plasma unit, the rika machine displayed a "saline not detected" alarm. The donor had an estimated red blood cell (rbc) loss of less than 200 ml and did not receive saline back at the end of the procedure. According to the customer¿s red cell loss checklist, the donor was offered oral fluids and was advised remaining on site for a 15-minute observation period. The donor declined and elected to leave the center. No adverse reaction was reported at the time of donation or prior to the donor¿s departure. According to the death certificate, the donor was involved in a motor vehicle accident on (B)(6) 2025 at 17:14. The donor was the operator of the vehicle and reportedly left the roadway and collided with a building. The donor later passed away on (B)(6) 2025. The autopsy report lists the cause of death as anoxic encephalopathy due to fracture dislocation of the cervical spine and laceration of the right vertebral artery. Full patient identifier: (B)(6); (customer donor #: (B)(6) the collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Event description:
The customer reported that a donor completed a full donation on 09/29/25.following the collection of the full plasma unit, the rika machine displayed a "saline not detected" alarm. The donor had an estimated red blood cell (rbc) loss of less than 200 ml and did not receive saline back at the end of the procedure. According to the customer¿s red cell loss checklist, the donor was offered oral fluids and was advised to remain on site for a 15-minute observation period. The donor declined and elected to leave the center. No adverse reaction was reported at the time of donation or prior to the donor¿s departure. According to the death certificate, the donor was involved in a motor vehicle accident on 09/29/25 at 17:14. The donor was the operator of the vehicle and reportedly left the roadway and collided with a building. The donor later passed away on 10/03/25. The autopsy report lists the cause of death as anoxic encephalopathy due to fracture dislocation of the cervical spine and laceration of the right vertebral artery. Full patient identifier: 10909682680 (customer donor #: 10055320) the collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.